Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Linked to tw (B)(4). The hospital reported that during the procedure the vasoview hemopro 2 was not delivering energy consistently. The pre-case-soaked gauze test was conducted, and things seemed to be functioning normally. Upon exchanging the extension cable, adapter, and generator it became clear that the vasoview hemopro 2 was the issue. A new kit was opened; it solved the issue. There was a small case delay of 3-5 minutes.